Event description:
The abbott cell-dyn 1700 hematology analyzer produced erratic results for the rbc, hemoglobin and hematocrit parameters. The customer states that the analyzer had intermittent clog errors the day before the event. One patient was transfued with two units of blood based on results associated with this issue. The problem was corrected by replacing the sample syringe and adjusting the reference voltage. Cleaning of the hemoglobin flow cell was also performed.